Event description:
Report received of patient death during surgery, "coded" 2 times during removal of catheter necessary for spinal fusion surgery. Patient was revived after first arrest. Follow up with hcp revealed patient had been under anesthesia for approximately 2 hours for the spinal fusion surgery at the time of the first arrest. Patient became hypotensive and hct was 15 due to a blood loss. Final results of post mortem are pending. A supplemental medwatch report will be filed when additional information is received.